Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/2/2021. H3 investigational narrative: an empty opened foil and a needle/suture piece of product code j311h were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected and a suture piece still was attached to the barrel hole needle and the suture end was cut by a sharp edge. No needle pull-off was observed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to condition of the sample received. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal surgery on (B)(6) 2021 and suture was used. During the procedure, the needle was detached from the suture when closing the peritoneum. It was not a control release needle. The needle has been retrieved under laparoscope. The operation time was extended 30 minutes. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.